Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the blank display. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed, and the display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1812 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump was received with a blank display and device heating up anomaly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to blank display and device heating up anomaly. [Per carrillo, angelo - senior electrical engineer / r&d sustaining r&d assessment conclusion: prior to destructive analysis, external visual inspection indicated no damage to the aa battery tube or aa battery tube threads. The aa battery power path was evaluated and found to be intact, with wiring capable of carrying current with no evidence of a short at the aa battery power path. Although abnormal current draw (~2.08 a) was observed, this level is consistent with the internal current-limiting behavior of the main_vcc regulator. Thermal testing demonstrated that the pump surface temperatures did not reach levels capable of causing skin burns during operation. Measured temperatures remained below 45 °c, which is below skin burn risk thresholds and the iec 60601 maximum allowable temperature of 60 °c for plastic surfaces under a single fault condition. Following disassembly, the intact aa battery wiring, intact internal battery wiring and severe internal damage to flex cables were confirmed. The internal lithium battery measured normal voltage and showed no signs of swelling, failure, or localized damage originating from the battery itself. Severe internal damage was observed to be localized primarily in the rf antenna region and on multiple low-current, current-limited flex cables, including the motor, keypad, and force sensor flexes. The pcbas themselves exhibited minimal damage, except at connection points to the severely damaged flex cables, indicating that the damage did not originate from the pcba boards or internal power distribution. Electrical and thermal testing demonstrated that the pump¿s internal and external power sources could not have produced the extent or pattern of damage observed. The affected components do not carry sufficient electrical energy during normal or faulted operation to generate the observed level of thermal damage. Taken together, the intact internal power sources, limited current capability of the affected components, absence of excessive surface temperatures, and highly localized internal burn patterns are inconsistent with an internally generated electrical or thermal event. The observed damage pattern is most consistent with exposure to an external high-energy source such as a microwave. A characterization report (10768857doc) has been conducted by minimed to test the effect of microwave radiation on the pump components and case. 3 sample pumps were placed inside a 1000-watt household microwave oven with turntable for varying time periods (3, 5 and 10 seconds). Characterization testing performed on sample pumps using a household microwave oven was successful in replicating all the observed burn indications on the returned pump. (Please see final attachment for additional details/photos.)] The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. Unable to download history files and traces using thump or perform the carelink upload due to blank display and device heating up anomaly. Unable to generate the power management graph or perform the history review 1 week from the event date 08-jan-2026 in the pump history file due to blank display and device heating up anomaly. The pump was received without a battery. The pump was received without the battery cap. Unable to perform the function testing due to blank display and device heating up anomaly. Display anomaly-blank display confirmed. Power problem-device heating up confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.